Event description:
It was reported that the paramedics were called due to the customer experiencing low blood glucose levels and semi-consciousness. The caller stated that the customer was not able to keep himself up, and had glossy eyes. The caller knew that the customer was experiencing low blood glucose levels, and treated him with soda. By the time the paramedics arrived, the customer's blood glucose was 113 mg/dl, and he did not want to go to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as o product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.